Event description:
It was reported to philips, that the device would not charge the battery. There was reportedly no patient harm. The customer evaluated the device. And received remote support from the customer care solution center, during which a quote was provided for diagnostic service. The customer decided to replace the defibrillator. Although, no evaluation was performed, this will be documented as a malfunction that occurred, at the time of the reported event. The cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery will not charge. There was no patient involvement.

Event description:
It was reported to philips that the battery will not charge. There was no patient involvement.